Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs department. No add'l info is available at this time. Add'l f/u info may be obtained by the clinical affairs as it becomes available.

Event description:
A subject being enrolled in the (B)(6) was found to have previous implants manufactured by stryker.